Event description:
A wife reported that her husband was diagnosed with fusarium keratitis while using renu multi-purpose solution. In 2003, her husband experienced symptoms of tearing, eye redness, and eye pain. He consulted with an ophthalmologist who immediately sent him to an eye institute. The husband was diagnosed and treated for fungal keratitis. Medications were prescribed to treat symptoms including natacyn. He used the medications every hour and was treated for 3-4 months. At a subsequent follow-up visit at eye institute, he was instructed to discontinue the eyedrops. The wife stated that her husband was diagnosed with fusarium, because he did not change his contacts properly. The husband is no longer wearing his extended-wear ciba contact lenses. Although futher information was requested from the treating physician, no additional details were received.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility enviromental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed, where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.